Event description:
It was reported that the tip on the screwdriver for closed head screws sheared off from screwdriver upon insertion of screw into the bone. Screw and tip were left in place and used in construct. The tap was broken in bone upon tapping the bone.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon visual inspection, the tip was confirmed to be fractured. No manufacturing issues were discovered. Conclusion: the root cause of breakage was determined to be a result of cantilever forces generated during in-situ use. The higher hardness also participated to the breakage of instruments.

Event description:
It was reported that the tip on the screwdriver for closed head screws sheared off from screwdriver upon insertion of screw into the bone. Screw and tip were left in place and used in construct. The tap was broken in bone upon tapping the bone